Event description:
It was reported that the physician was unable to fully deflate this inflatable penile prosthesis (ipp) after implanting the device. It was noted the device would not deflate below 50 percent. No further information was provided. No patient complications were reported.